Event description:
It was reported that after deploying two stents in the pt the pt became hemodynamically unstable and a haziness was noted on the mid section of the rca. After stabilizing the pt, a third stent was placed but while attempting to remove the wire strong resistance was met and it was perceived that the wire had become entrapped in the stent. Ultimately while the wire was being pulled it separated. Reportedly, the pt was sent to surgery and was recovering in ICU post-operatively.